Event description:
It was reported that a patient underwent a general surgical procedure on (B)(6) 2013 and suture was used. During the procedure, the needle popped off of the suture. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.